Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, during preparation the physician noticed that the tip of the tome was frayed out of the package, but decided to use it anyway. During the procedure, the device became even more frayed and was unusable. The physician completed the procedure with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.